Manufacturer narrative:
It is unknown when the non-union began. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 4 unknown 4.0 mm cannulated screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision open reduction and internal fixation surgery of two (2) 4.0mm cannulated screws and 10 screws from a 3.5mm lcp proximal tibia plate due to non-union. The patient was initially implanted with a lateral 3.5mm lcp proximal tibia plate, ten screws (a mix of cortical and locking screws) with at least four (4) independent k-wires and two (2) 4.0mm cannulated screws after sustaining a proximal tibia plateau fracture on the left limb due to falling from a roof. The surgeon left the original plate in the patient, compressed the fracture site using articulating tension device and revised the patient to new screws into the old plate. A bone graft was harvested from the left femur using a synthes ria system and placed the graft into the bone defects of proximal tibia. All screws and the plate were intact. The procedure was completed successfully without any surgical delay or any complications. Patient condition is reported to be stable. (B)(4). This report is for 2 unknown 4.0mm cannulated screws.